Event description:
It was reported the applicator was bent. The issue was noticed opening the package. The customer used another one with no issues.

Manufacturer narrative:
Eval summary: the device was returned in bent, however, it was tested for functionality, as the marker was present. The firing mechanism was tested and it deployed the collagen plug with the clip as intended. No conclusion could be reached as to how what have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.